Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: it was indicated that during the patient's transfer from a bed to a wheelchair using minstrel passive lift device one of the sling loop (probably not installed properly on the lift spreader bar) detached causing the patient's fall. As a consequence of the event the patient sustained a head injury which required medical intervention and surgical sutures.

Manufacturer narrative:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer using minstrel passive lift the patient fell due to detachment of one of the sling loop. An investigation was carried out regarding this incident. When reviewing similar reportable events for minstrel lift we have found no other similar cases, concerning similar general fault description loop detached during transfer. Therefore, the incident reported appears to be an isolated event to date. The minstrel lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. Therefore, the sling and the lift which work together as a system, were found to have been up to specification when the event took a place. Based on the above we can assume that the sling and the lift were being used for patient handling when the event took place and in that way contributed to the outcome of the event. A drill down analysis was conducted into this event. From the sequence of events, it must be noted that the detachment occurred when the patient was in the air was being transferred from a bed to a wheelchair when the sling loop came off. Based on this reported information, the possibility that a sling was not attached at all when the patient was lifted is considered highly unlikely, as this would result in the patient sliding out immediately, when the patient would be lifted off the bed. Also, the possibility that the sling was properly attached within the spreader bar hooks is considered highly unlikely. Arjohuntleigh loop slings include four straps which all remain under tension during the transfer, so the possibility that the loop would be lifted upward and would come off the hooks while under tension is improbable. Therefore, it is considered that the loop was improperly attached when the patient was lifted, and suddenly detached later on during the transfer. The minstrel passive lift instruction for use (IFU) mentions the following task to be performed when lifting a person in the sling: "warning: always check that all the sling attachment loops are fully in position before and during the commencement of the lifting cycle, and in tension as the resident's weight is gradually taken up." Following information received it appears most likely that sling loop was improperly attached when the patient was being lifted as the caregiver did not notice the inadequate attachment during transfer, which constitutes an user error. We find this event's root cause to be related to insufficient training. Please note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers is considered to be insufficient. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer.